Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was 103mg/dl at the time of the incident. The customer reported that her pump will not turn back on after battery change.the customer stated that her after battery change the pump did not turn back on. The customer use 5 battery. Customer is calling back with blank display after receiving new battery cap. Customer reports display is blank. A replacement battery cap will be sent to the customer. The insulin pump will not be returned for analysis.